Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose level of 550 mg/dl. The customer experienced diabetic ketoacidosis and vomiting. The customer treated the high blood glucose with the insulin pump. The customer reported an insulin flow blocked alarm which the customer tried to fix by changing the infusion set. Troubleshooting was provided for the alarm. Customer changed their infusion set. Customer called back and reported another insulin flow blocked alarm. The insulin pump will not return for analysis. The customer did not state if the auto mode feature was in use.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported via phone call that the auto mode was inactive on the insulin pump during the high blood glucose level event.

Manufacturer narrative:
The device passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. No unexpected insulin flow blocked alarm noted during testing.